Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. During device interrogation, under latitude, the device showed an estimated battery longevity of one year remaining but in 2019 the estimated battery longevity showed 11 years. No additional adverse patient effects were reported. The product remains implanted but electrically deactivated. The local area sales representative was contacted for additional information. At this time, no further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. During device interrogation, under latitude, the device showed an estimated battery longevity of one year remaining but in 2019 the estimated battery longevity showed 11 years. No additional adverse patient effects were reported. The product remains implanted but electrically deactivated. The local area sales representative was contacted for additional information. At this time, no further information is available.